Manufacturer narrative:
Concomitant medical products: model number/catalog number: sc-2352-50; serial number: (B)(4); batch/lot number: 13707076/13707076; model/catalog description: linear 3-4 lead 50 cm.

Event description:
A report was received had the entire device explanted due to an issue on the scar tissue during a revision procedure for an unknown reason.